Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer had failed to open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. The field service engineer discovered that drawer four on the auxiliary could not be recovered and had failed to remain closed. The fse was able to power down the station and physically inspect the back of the drawer, checking the latch assembly. It was found that the magnet had fallen out of the latch assembly and required replacement with the modern version of the latch. After replacing the component, the station was able to boot up properly, and the engineer logged into the windows desktop to access the hardware testing application for testing. The customer was able to log into the user application and successfully recover storage space. The system functioned as intended after the field service engineer repaired the device.